Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product: carto 3 system (model# unknown serial# unknown), lasso catheter (model# unknown lot# unknown). (B)(4).

Event description:
It was reported that a male patient underwent a pulmonary vein isolation ablation procedure for atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During ablation phase, the patient exhibited signs of a epicardial blood leak / cardiac tamponade. A pericardiocentesis was performed and yielded an unknown amount of fluid. Remainder of the procedure was aborted. Immediately after the event, the patient was reported to be in stable condition. There is no information regarding hospitalization. The patient fully recovered with no residual effects. The physician¿s opinion regarding the cause of the adverse event is that it was procedure-related and not product-related. It is not believed that the patients anatomy contributed to the event as the patient anatomy and health were fine at the beginning of the procedure. A transseptal puncture was performed with an unknown needle. The sheath brand is unknown. Generator set on power control mode at 30 watts. Irrigated catheter flow set at 2 ml/min during mapping and 30 ml/min during ablation. The power was not titrated during ablation. No error messages were observed on biosense webster equipment during the procedure. It is not known if the patient received anticoagulation during the procedure.

Manufacturer narrative:
Additional information was received on april 8, 2016. The patient was under local anesthesia previous the event. However information is unknown about the anesthesia used when the event happened. The procedure was cancelled because of the state of the patient after the event. The patient lost a lot of blood and his situation was unstable to continue. After the event, the patient had to be moved to intensive care unit, but it is unknown for how long he was there. In addition, additional information was received on april 17,2016 that the product was discarded so it is not available to be returned for analysis. (B)(4).